Manufacturer narrative:
Event device code is addressed in package insert. Product was manufactured and sold by dow corning wright, the assets of which were purchased by wright medical technology, inc. Product was not returned for investigation.

Event description:
Allegedly tibial stem was broken below the tibial tray. This is the pt's third revision. No other info available at this time.